Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had rashes under the front and rear therapy electrode (te) pads left by the lifevest. The patient alleged that they have broken her skin. Follow-up indicated that the doctor advised the patient to wash the garment more often and take off the garment to let the skin breathe. The patient stated the rash was almost gone.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue defibrillation gel.